Manufacturer narrative:
As received, a complete lead was returned in one piece. S-curve height of the lead was measured within specification. Visual inspection did not find any anomalies on the lead. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
Related manufacturer reference number: 2017865-2023-36675. It was reported that the device had migrated from the original implant site. The left ventricular (lv) lead was dislodged due to the device migration. The dislodgment was confirm with diagnostic imaging. The device and lv lead were explanted and replaced to resolve the event. The patient was in stable condition.